Event description:
It was reported that the 5f flow directed pacel bipolar pacing catheter was inserted for pacing on a patient in the hospital intensive care unit. The patient was waiting for permanent pacemaker implantation. One of the two distal electrical leads (not the negative electrode) on the white connector was reported to have fractured, which lead to severe bradycardia in the patient. The patient was being monitored closely during this incident.

Manufacturer narrative:
One 5f pacel bipolar pacing catheter, flow directed, was visually inspected. The unmarked shrouded connector was not returned. The unmarked shrouded connector was not returned. The unmarked shrouded connector was not present on the positive catheter shaft. Several twisted wire strands were exposed 0.15" past the strain relief tubing proximal end and some shorter wire strands were distal to the strain relief tubing proximal end. All of the wire strand ends were somewhat flat. The strain relief tubing was proximal to the unmarked shrouded connector catheter shaft proximal end. The strain relief tubing moved freely on the "(-) distal" shrouded connector catheter shaft. The strain relief tubing was proximal to the unmarked shrouded connector catheter shaft proximal end. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received the cause of the reported event could not be conclusively determined.